Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. Patient mentioned they were having issues with their stimulator. Patient stated it was taking forever to charge their implant and the stimulation would shut off without even being near the controller or belt. When asked for event date, patient said the issue with the stimulation stopping first began probably about a month ago. Patient mentioned they hadn't been using the device because they were frustrated. Patient asked if there was any way they could have the leads changed. Agent redirected patient back to their doctor to further discuss.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was the patient reported that therapy is turning off. The patient uses the remote which shows therapy is off. The patient then turned therapy on. The rep reviewed the stimulation usage which showed that therapy was off for the past month. The device date was set to a date in 2011. Troubleshooting was not required. The issue was not resolved through troubleshooting. The agent reviewed information about therapy turning off. The caller corrected the date/time and will have the patient continue to use therapy.